Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed. Data analysis confirmed jailbroken pop-up message on the g7 app screen, however alerts and alarms worked as expected based on user settings. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported an adverse event occurred. On 10/02/2025, it was reported that at around 10:00pm, before the patient went to bed, her cgm level was 78 mg/dl. However, at around 2:00am of 10/02/2025, the patient woke up feeling nauseated, incoherent, and she screamed because she was feeling hypoglycemic. Her son heard the noise and went to check her condition. When her son checked the cgm mobile device, he noticed that there's a "your phone is jailbroken" pop-up message on the screen and alleged that it blocked the alerts on the app. Though during that time, the mobile device continued to show readings. The egv at that time showed 40 mg/dl but no bg test was done. No treatments/medications provided by the son. The patient's son called 911 for medical assistance. The paramedics arrived after 10 minutes and did a bg test showing a result of 47 mg/dl while the cgm showed 45 mg/dl. The paramedics gave the patient a bottle gatorade to drink and a meal. The paramedics stayed with the patient until she was stable and the patient was not brought to the emergency room (ER). The paramedics left when the patient's bg was 178 mg/dl. Patient is fine at the time of the call. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.